Event description:
Healthcare professional reported "used two different single use gel sizers and they each did not push through the end of the funnel into the breast pocket easily and if at all". Device did not have enough lubricity.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for report: inadequate lubricity of keller funnel.